Event description:
It has been reported that the event involved a female patient while in the cardiovascular surgical intensive care unit (cvsicu) during use. Eight days after the vascular surgeon inserted the intra-aortic balloon (iab) through the sheath via left femoral artery, the pump alarmed helium lead and blood was observed in the driveline tubing. As a result, the iab and sheath were removed as one unit successfully. A new iab was inserted through the sheath via a new insertion site (right femoral artery) successfully. There were pump strips generated and the last x-ray was after the insertion. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate 30 minute delay or interruption in therapy with no harm to the patient noted. The patient outcome is the patient was not injured, nor did they expire. There were no patient complications reported. It was noted that the intra-aortic balloon pump used wa a maquet, model cs100.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.